Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity blood set was separating the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. One of the dual spiking tubing came off the drip chamber. While spiking IV bag, the tubing came apart from the drip chamber. This tubing was not connected to the rest of the gravity blood set causing fluid to leak.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10010903 and lot# 23119275 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2023. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 23119275 as notification ID #200350045 on 27nov2023. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Materials#: 10010903, batch#: 23119275. It was reported by the customer that one of the dual spiking tubing came off the drip chamber. While spiking IV bag, the tubing came apart from the drip chamber. This tubing was not connected to the rest of the gravity blood set causing fluid to leak. Verbatim: rcc received a complaint via email. Email(s) attached. One of the dual spiking tubing came off the drip chamber. While spiking IV bag, the tubing came apart from the drip chamber. This tubing was not connected to the rest of the gravity blood set causing fluid to leak. Catalog#: 10010903. Lot#: (10)23119275.